Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012637273); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, an infold was observed. Subsequently, the system was withdrawn from the patient and re-assembled. Another deployment attempt was performed following re-assembly; however, an infold was observed again and the system was removed from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the infold was attributed to the patient's challenging anatomy. It was noted that an 8 french (fr) non-medtronic closure device was used for left femoral access site closure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: seven still images were provided for review of the event. Fluoroscopic valve load inspection was not provided for review; however, once the delivery catheter system (dcs) is across the aortic valve, evidence points to a misload as a significant overlap is seen along the capsule. During the valve deployment attempt, infolding of the valve is evident. It was reported that the infolded valve was recaptured and reassembled. The same system was reinserted, resembling a very similar appearance as before, suggesting a persistent misload leading to persistent infolding during the deployment attempt. It was reported that ultimately the infolded valve was recaptured, withdrawn from the patient, and replaced with a new system to complete the procedure. Images of the new valve implantation were not made available. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the valve showed resistance when loaded. The infold was first observed on the first deployment attempt. The valve was recaptured twice due to the infold. It was reported that a procedural delay occurred due to the infold because a new system needed to be prepared.